Event description:
The customer reported that the ortho provue analyzer falsely interpreted negative reactions as positive during type and screen testing. The customer visually observed all cards tested on the provue and verified that the reactions were negative, preventing erroneous results from being reported. False positive results may result in transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and determined that the visor was bent. The fe performed the appropriate adjustments to the visor, and returned the instrument to expected operation. The customer performed qc testing. An incident of this nature has not recurred since the repair. Complaint: